Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, a21 error test and displacement test. Pump passed the dat test at 0.08740 inches. Unit received cracked case at the display window corners and belt clip slot. Unit received with minor scratched display window.

Event description:
The customer reported via phone call that they were recently hospitalized due to diabetic ketoacidosis. Troubleshooting was not performed; customer requested a replacement device. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.